Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b7 d6b g2 h6.

Event description:
Patient reported "surgery is completed". The device has been explanted.

Event description:
Healthcare professional reported right side "patients who have undergone bia-alcl diagnostic tests have been confirmed positive in the interim test results" and "seroma." Pathological markers have been provided: cd30-positive, alk- negative. Healthcare professional later reported "swelling and pain in the right chest." Device was explanted.

Manufacturer narrative:
Date of diagnosis of alcl: (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. The events of breast implant associated-anaplastic large cell lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast implant associated-anaplastic large cell lymphoma and seroma-late. (B)(6). Treating institution: (B)(6).

Event description:
Healthcare professional reported for right side "patient developed swelling and pain in the right chest." Subsequently, an "alcl test with 400cc of enteric aspiration" was performed on the right breast which found "many atypical large lymphoid cells with indented nuclei, and few hallmark cells of anaplastic large cell lymphoma, consistent with bia-alcl (breast implant-associated anaplastic large cell lymphoma)." Immunohistochemistry testing found: "cd30: positive in nuclear membrane, golgi apparatus and cell membrane, ema: negative, alk: negative." Histopathological markers cd30+ and alk- have been received. Device remains implanted.